Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer questioned results for 2 patient samples tested for igg antibodies to rubella virus (rubella igg). Based on the data provided, the results for 1 patient were erroneous and reported outside of the laboratory. The initial rubella igg result on the e602 analyzer was approximately 40 (unit of measure not provided). The result from the diasorin liaison method was negative. The actual result was not provided. No adverse event occurred. The e602 analyzer serial number was (B)(4).

Manufacturer narrative:
The customer will not be submitting the sample for investigation. The customer had sent the sample to an external laboratory where the customer's positive rubella igg results were confirmed. The customer's positive rubella igg results are considered to be correct.